Manufacturer narrative:
The customer initial reported that the m540 was not working and that it stopped working mid-case. The biomed tested the device and reported that the 1 min interval is intermittently skipped, but that the 5 min interval functions correctly. For a one-minute interval, the measurement must be obtained within 30 seconds, as the nibp must be deflated for 30 seconds before taking the next measurement. If the nibp measurement takes more than 30 seconds, the measurement for the one-minute interval will be skipped. When the user choses a 5 min interval, the nibp is able to take the measurement (up to 90s for neonatal, 3 min for an adult) and deflate (30 seconds) sufficiently in time for 5-minute intervals without skipping, since 90s/3min plus 30s is less than 5 minutes. Other information including the cuff part number and brand, the patient condition and monitoring, the m540 stop, images, and logs were all requested but the customer did not provide any further information. The biomed confirmed that nibp and m540 were swapped out, and that the device has remained in use. With the information available, there is no m540 malfunction, and the customer has been informed that using non-draeger cuffs is not approved.

Event description:
It was reported that the infinity acute care system (iacs) m540 stopped working white it was in use and was swapped out as a result. The complaint also stated that the draeger purple hose was modified to work with a non-draeger dual tube cuff. No further detail regarding what function stopped working was provided. The customer took the m540 out of use and tested it with a non-invasive blood pressure (nibp) simulator and the malfunction was confirmed. No adverse patient impact or patient death was reported.

Event description:
It was reported that the infinity acute care system (iacs) m540 stopped working white it was in use and was swapped out as a result. The complaint also stated that the draeger purple hose was modified to work with a non-draeger dual tube cuff. No further detail regarding what function stopped working was provided. The customer took the m540 out of use and tested it with a non-invasive blood pressure (nibp) simulator and the malfunction was confirmed. No adverse patient impact or patient death was reported.

Manufacturer narrative:
The manufacturer's investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the infinity acute care system (iacs) m540 stopped working white it was in use and was swapped out as a result. The complaint also stated that the draeger purple hose was modified to work with a non-draeger dual tube cuff. No further detail regarding what function stopped working was provided. The customer took the m540 out of use and tested it with a non-invasive blood pressure (nibp) simulator and the malfunction was confirmed. No adverse patient impact or patient death was reported.

Manufacturer narrative:
The manufacturer's investigation has started. A follow up report will be submitted upon completion.